Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: hi (>600 mg/dl), 189 mg/dl, 424 mg/dl, 246 mg/dl, 298 mg/dl, 214 mg/dl, and 186 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.